Event description:
The ambulance cot allegedly tipped over with a pt on it and the pt allegedly sustained two broken ribs. The account has not disclosed any details regarding the circumstances surrounding this situation.